Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. Added- d9 device return date corrections to the initial MFR report: d2-common device name.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) has a broken purge disk. The aic was removed from service. No patient harm has been reported.